Event description:
The clinician reports the implant was inserted (b)(6) 2025 in ADA 7. Details of surgery: Implant surface not completely covered with bone. On (b)(6) 2025, non-osseointegration was verified. Patient presented with bone type III and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: Pain and Mobility. No further patient complications were reported.